Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device stopped ventilating and switched to ambient mode and alarmed. This occurrence was noticed during patient ventilation. A continuous alarm was observable both visually (message alert: 'ventilation cancelled') and through hearing. No further details about the alarms were reported to hamilton medical ag. The device log files (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning was reproducible. There is need for any medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag) before moving the patient over to hospital ventilator device. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device stopped ventilating and switched to ambient mode and alarmed. - this occurrence was noticed during patient ventilation. - a continuous alarm was observable both visually (message alert: 'ventilation cancelled') and through hearing. No further details about the alarms were reported to hamilton medical ag. - the device log files (service log, error log, event log) were not provided to hamilton medical ag. - this malfunctioning was reproducible. - there is need for any medical intervention reported. Patient was ventilated by using a manual resuscitator (ambu bag) before moving the patient over to hospital ventilator device. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.